Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral flanks on (B)(6) 2018 using a cooladvantage, coolcurve+ contour applicator, and to the upper abdomen on (B)(6) 2018 using a cooladvantage plus, coolcurve+ contour applicator. The tissue over the treated area originally responded well to treatment. After 3 months, the patient returned for follow up and presented with an increase in volume in the same areas which originally responded well to coolsculpting. The patient was diagnosed with paradoxical hyperplasia (pah/ph) in the flanks and upper abdomen on (B)(6) 2018.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral flanks on (B)(6) 2018 using a cooladvantage, coolcurve+ contour applicator, and to the upper abdomen on (B)(6) 2018 using a cooladvantage plus, coolcurve+ contour applicator. The tissue over the treated area originally responded well to treatment. After 3 months, the patient returned for follow up and presented with an increase in volume in the same areas which originally responded well to coolsculpting. The patient was diagnosed with paradoxical hyperplasia (pah/ph) in the flanks and upper abdomen on (B)(6) 2018.